Manufacturer narrative:
(B)(4). This lot was manufactured between june 5, 2014 and june 6, 2014. The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have a black mark on the reservoir after compounding with ciprofloxacin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2.